Event description:
It was reported that 3 blades broke, ¿the curved portion of the blade (shaft) popped and broke.¿ ¿there were no fragments. Broke at start of the case as soon as he hits the foot switch.¿ analysis of the device found that the tip broke off. Further clarification of the event from the facility confirmed that the tips broke off of the blades during a fess case. They were able to ¿retrieve the tips as the broke off¿, without impact to the patient.

Manufacturer narrative:
This device is used for therapeutic purposes. Note: the 2 other blades reported to have broken during this procedure are the same model number (1884016hr) and lot number (hg01ybt) as the listed unit. (B)(4). Product evaluation: three blades were reported to have broken during this event; however, only 1 of the complaint devices was returned for analysis. When compared to the assembly drawing: both the inner and middle spiral wraps failed and the tip broke off as a result which would have resulted in the reported malfunction. The portion of the tip that broke off measured approximately 0.46¿. When viewed under magnification, there was deformation of the front hub that is consistent with excess pressure being applied while in the handpiece [this and the extent of the biological contaminants is not consistent with the reported <(><<)>broke as soon as they hit the footswitch>]. The extent of the spiral wrap damage may indicate the device was being run in forward direction however this cannot be confirmed. The instructions for use warns: excessive pressure applied to bur/blade may cause fracture. Note: [excess: exceeded sufficient pressure required for operation]. Additionally the instructions for use warns ¿powered blades should be operated in the oscillate mode only. Operating in the forward mode may cause damage to the blade.¿